Event description:
It was reported that a revision surgery was performed due to stiffness. During the revision surgery a jammed polyethylene component was found.

Event description:
It was reported that a revision surgery was performed due to stiffness. During the revision surgery a jammed polyethylene component was found.